Event description:
It was reported that during an unspecified treatment procedure stent dislodgement occurred. An express ld stent delivery system was used and during the procedure the stent came off the balloon. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).